Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (aortic neck diameter).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5+ cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there was moderate calcification and the proximal aortic neck was 15 mm in diameter. It was reported that the final angiogram showed a large proximal type I endoleak. The physician then re-ballooned; however, the endoleak was still present the physician decided to use aptus endoanchors and implanted 10 anchors circumferentially. The stent graft was then ballooned lightly which showed that the proximal type I endoleak reduced but there was still extravasation outside of the stent graft and aorta. The balloon was then inflated to profile and held for a couple minutes. The angiogram showed extravasation gone but endoleak remaining. An aortic cuff was then implanted since there was 5mm of aortic neck that wasn't covered. The aortic cuff was ballooned gently and type I endoleak was resolved. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.